Event description:
During service of the unit, while performing full final (watchdog test) of vent, a no alarm condition was found. Further testing was unable to duplicate the no alarm condition. Replaced sounder and power board as a precaution.